Event description:
This pi is for the 2025 revision due to femoral component loosening. As per pss case: patient otherwise healthy with remote history of ewing sarcoma of pelvis s/p left internal hemipelvectomy with iliac wing resection in 1992 and radiation. Underwent left hip tha for avn in 2010 with howmedica restoration adm cup (size 52) and accolade hip stem. Femoral component loosening and failure of mdm head requiring revision of femoral stem (B)(6) 2025 with restoration modular stem (155 x 16 mm stem, 23 mm +0 proximal body, +4 28/48 mm dual mobility head.